Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer's blood glucose reading was 137 mg/dl when admitted, but had glucose levels above 600 mg/dl the night prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The husband did not have the tubing clamp for the high pressure test. The husband stated that the doctor wanted the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.